Event description:
A bi-level positive airway pressure (bipap) device allegedly stopped delivering therapy and displayed a blank screen during patient use. There was no report of patient harm or injury. The patient was manually ventilated temporarily and placed on a replacement bipap device.

Manufacturer narrative:
The device associated with the event was received by the manufacturer for evaluation, which included functional testing and visual inspection. The customer's complaint was confirmed. The device did power on but had a blank display screen, accompanied by a ventilator inoperable ("vent inop") condition which annunciated an alarm as designed to alert a caregiver to an issue with the device. Visual inspection of the bipap and examination of the device error log revealed evidence of physical damage to the internal components and external closure. The damage is consistent with the device being dropped. The error log revealed an error indicating the motor control board did not communicate appropriately within startup time, thus causing the device to indicate the "vent inop" condition at the time of the event. The referenced vision device was returned in the original packaging and the condition of the packaging was such that the manufacturer believes that the damage was caused in the field and not during shipment. A review of the manufacturer's design hazard analysis for this device indicates the risk associated with a "vent inop" condition remains acceptable. The bipap will immediately alarm and will not be able to be placed in patient use or continue therapy in the condition it was received by the manufacturer. The bipap vision device is labeled as an assist ventilator and is designed to augment the ventilation of an spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient. This device is contraindicated for patients that are incapable of maintaining life-sustaining ventilation in the event of a brief circuit disconnection or loss of therapy, and is not labeled for life-support. The manufacturer believes that, based on the information in the complaint that the patient required manual ventilation until being placed on a replacement device, the patient was not a good candidate for this type of therapy and that the device was being used an off-label manner. In response to the determination the product was being used in an off-label manner, the manufacturer does believe that product labeling and instructions for use are adequate to mitigate the risks associated with the device being used inadvertently in this off-label manner (bipap vision user manual (international english version), part number (B)(6) section 2-1, warnings and section 2-5, intended use). The manufacturer concludes the physical damage to the internal components and the "vent inop" condition occurred as a consequence of the device being dropped. This is believed to be an isolated event, and not related to the design or manufacturing of the product. Based on all information available, the manufacturer concludes the device performed as designed during the reported event and that further action is not appropriate. Device dropped.